Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient ((B)(6)) was hospitalized for a night due to developing hypersensitivity to vancomycin used at the ipg site. The physician diagnosed the patient with red man syndrome. The patient rested which resolved the issue.